Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had buttons was not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they went to pool and only down button was responding. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button and down button was unresponsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify unresponsive keypad anomaly, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.